Manufacturer narrative:
The customer was contacted for return of the electrode pads. The electrode pads and clinical log from the event were not available as part of this investigation. One photograph of the affected electrode pads was provided and reviewed. The image provided showed a significant amount of blood on the pads, which may have resulted in poor coupling between the electrode pads and the patient's skin. The instruction for use for these electrodes indicates: "poor adherence and/or air under the electrodes can lead to the possibility of arching and skin burns". Burns occurring during defibrillation are an anticipated outcome and can result for many reasons including, but not limited to: skin preparation, application of the electrode to the skin, and poor coupling. The image provided indicated the burn was most likely a result of poor coupling due to the amount of blood present between the electrode and the patient's skin. However, this could not be firmly established without investigation of the electrodes themselves or review of the clinical data files. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. The customer was unable to provide information on the degree of the burn. Complainant indicated that the patient subsequently expired. However it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.